Manufacturer narrative:
A ge service rep performed an on site investigation. The communication board, image processor, scan converter, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint# (B)(4).

Event description:
It was reported that the 6600 system locked up during a case. The procedure was completed without further incident. No pt injury was reported.